Event description:
It was reported to philips that after replacing the therapy pca the unit experienced a pads/paddles failure during operational testing. There was no reported patient or user involvement and no adverse patient/user impact.